Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe plastipak 20ml s/su contained foreign matter. The following information was provided by the initial reporter: "when aspirating with the syringe, a plastic residue in the format of thread was observed inside the syringe."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9296183, quality notification and maintenance analysis were conducted and no records potentially related to the defect was observed. The image provided by the customer was verified and it was possible observe foreign matter - inside syringe. Due the lack of sample it was not possible identify the fm. The retain samples for complaint batch were also analyzed and no nonconformances were observed. CAPA 925343 was performed for fm in fluid path reduction. The incident reported from this complaint will be monitored for trend evaluation. H3 other text : see h.10.

Event description:
It was reported that syringe plastipak 20ml s/su contained foreign matter. The following information was provided by the initial reporter: "when aspirating with the syringe, a plastic residue in the format of thread was observed inside the syringe."